Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown patient receiving therapy via an implantable infusion pump. It was reported that patient's pumps were not working.